Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force from improper handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The referenced scope was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported issue, the connector pin came off. The inspection also observed the light guide fiber bundle is damaged at the distal end with dents and scratches around the distal end tip. The investigation is still ongoing; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed via repair request the customer oes elite, high-definition autoclavable telescope¿s has broken off component defect, ¿connector pin came off¿. The customer reported event was found during a maintenance inspection. No death or injury and no impact to patient or other has been reported to olympus. No further information was provided.